Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the interlink extension set and a one-link valve. The connection was not secure and came apart too easily. There was no report of patient injury or medical intervention associated with this event. No additional information is available.